Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, litigation paralegal. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to post-implant blood clots. The patient is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: date of report, PMA/510k, type of reportable event and if follow-up, what type. Event: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to post-implant blood clots. The patient suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside the patient's body. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of diabetes mellitus type 2, bilateral pulmonary thromboembolism, pain, ankylosing spondylitis, hypercholesterolemia, massive right leg iliofemoral deep vein thrombosis, occlusion with persistent right leg swelling and persistent right leg disabling swelling. Two and a half weeks prior to the index procedure, the patient had sustained a blood clot. He wore stocking and was on therapeutic anticoagulation therapy. The filter was placed in preparation for right popliteal vein access for declotting the patient's right leg.   The filter was deployed via the patient's left common femoral vein. The device was placed below the left renal vein and above the iliac bifurcation. The next day the patient underwent catheter directed thrombolytic and balloon angioplasty/stenting in the iliac vein. Additional information received per the patient profile form (ppf) states that the device was explanted twenty two days after the index procedure. The medical records revealed that at the time the filter was removed, the patient's right leg was back to almost the normal size. He continues to experience mood swings, difficulty concentrating, loss of focus, depression and anxiety.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The patient is reported to have had a history of non-insulin dependent diabetes mellitus, bilateral pulmonary emboli (pe), pain, ankylosing spondylitis, hypercholesterolemia and previous alcohol abuse. The patient is also reported to have had a recent blood clot. Two weeks and a half weeks later, the patient experienced a massive deep vein thrombosis (dvt) in the right ileo-femoral vein with persistent and disabling right leg swelling despite coumadin use. The filter was implanted prior to a planned venous thrombectomy. The filter was implanted via the left common femoral artery and deployed below the renal vein and above the iliac bifurcation. The next day, the patient underwent catheter-directed thrombolysis and balloon angioplasty and stenting of the iliac vein with excellent clinical response. Additional information received indicates that the swelling in the patient¿s right leg diminished (almost to normal size) after filter placement. After filter implantation, the patient underwent a magnetic resonance imaging (MRI) scan that revealed post-implant blood clots. Twenty-two days after implantation, the filter was successfully removed percutaneously via the left common femoral vein. The patient further reported experiencing mood swings, difficulty concentration, loss of focus, depression and anxiety. The product was not returned for analysis. The device history record (DHR) review could not be completed. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots within the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported depression experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.